Event description:
The customer was hospitalized for low bgs. The customer changed to set and then started to feel low. The spouse called the 911 and the customer was treated in the ambulance. The customer uses humalog, but started to use novalog a day before hospitalization. Troubleshooting was performed. It was discovered that the customer does 5u of more to take up the slack while connected. The customer treated bg with bolus.